Event description:
This rv lead was implanted on (B)(6) 1995 and was capped/sealed on (B)(6) 2018 due to insulation failure. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).